Manufacturer narrative:
Complaint no: (B)(4). The patient experienced this episode of peritonitis on an unreported date in 2015 described as within one month of the end of 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the peritonitis; during hospitalization, baxter pd therapy was discontinued and the patient was transferred to pd solutions of other manufacturers (unspecified). Treatment for the event was not reported. On unreported dates, the peritonitis was resolved and the patient was recovered. On unreported dates the patient was discharged from the hospital and baxter pd therapy was reintroduced after discharge. No additional information is available.